Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the customer went into diabetic ketoacidosis while wearing the pump. Customer's blood glucose level was 419 mg/dl at the time of the hospitalization. Customer had symptoms of high blood glucose levels such as vomiting. Customer was treated with an insulin IV drip. Customer was wearing the pump at the time of the hospitalization on (B)(6) 2015. Troubleshooting was performed and the insulin exited the tubing. Pump passed the high pressure test. Customer was advised that the pump was working as designed. The diabetes educator thinks it was a site/set issue. Customer will change out the set and site. No further assistance needed.